Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for an emergency coronary treatment. The procedure got completed by moving the patient to another room. Philips field service engineer (fse) inspected the system onsite and confirmed that the xray exposure stopped unexpectedly. The review of system log shows image detector and image processor communication errors. The fse found that the fuse f23 on mpdu (power distribution unit) was burnt. The customer replaced the fuse in main cabinet. Which temporarily resolved this issue, however few days later, the issue reoccurred and to resolve this issue, replaced the fuse, nd power supply and ippc frontal power supply. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system stopped during a patient procedure. After a system restart was performed, x-ray was no longer possible. There was no report of harm. Philips has started an investigation of this complaint.